Event description:
It was reported that a malfunction alarm intermittently occurred. Reportedly, customer reverted to manual injections for insulin therapy. Customer's bg value displayed as 'low' on the continuous glucose monitor (cgm) and ranged to 165 mg/dl. Cause of low bg was unknown. The customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Outcomes attributed to adverse event.